Event description:
The peritoneal dialysis (pd) nurse called tech support to report numerous alarms, high drain volumes, and patient being short of breath during a ccpd treatment on the liberty cycler. The previous treatment ended with a total uf of 3053 ml and last fill of 2000 ml. Patient did not perform a manual exchange prior to connecting for the next treatment. On (B)(6) 2013 the cycler is set up with four bags of 5 liter solutions. Drain 0:930 ml. Fill 1: 1,386 ml, drain 1: 4595 ml. Fill 2: 1,829 ml, drain 2: 5194 ml. Treatment was canceled. Alarms: heater bag, fill complications, and scale reading error during fill 1 and 2. Nurse stated the patient was feeling short of breath but better after draining. The heater bag was reported to have some solution in it and three supply bags area still full. Patient's treatment prescription: 5 fills of 2500 ml and a last fill of 2000 ml.

Manufacturer narrative:
A medical review was performed on the information provided. A large intra-peritoneal volume drained at drain 1 and 2 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The device is currently undergoing evaluation and supplemental report will be submitted.